Event description:
Customer complains about leakage after starting treatment. Machine phoenix, bfr 260ml/min; dfr; 500ml/min. The patient suffered no harm. There was no blood loss and no medical intervention was needed.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed.